Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a documented pause was observed during telemetry of the cardiac resynchronization therapy defibrillator (crt-d). It was noted that over-sensing was observed, but noise was not able to be produced upon interrogation. It was also noted that the pause was due to capture management. The device is still in use. No further patient complications have been reported as a result of this event.